Manufacturer narrative:
(B) (4).

Event description:
The pt went in to see the physician for a pump refill session. The physician had noticed that the pump site was inflamed. The pt had an infection at the pump implantation site. The pt experienced pain at the site, dizziness, tinnitus and a loss of balance. The device contained prialt which was stopped on (B) (6) 2010. The pump was explanted. The pt was treated with cefotaxin IV on "(B) (6)" for two days. The event is on-going. The physician had planned to re-implant in three months upon evaluation of the pt.